Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a high system impedance of 205 ohms. Impedance had been high and stable around 180 ohms since (B)(6) 2024. Only one non-treated episode is stored in the device's memory (a true non-sustained ventricular tachycardia (vt) that was correctly marked and detected by the device). An induction test was performed. The arrhythmia was correctly induced, recognized and treated: the shock was effective with shock impedance of 161 ohms. The physician has decided not to proceed with system revision and will continue to monitor the patient with scheduled follow-up and via the latitude remote patient monitoring system. No additional adverse patient effects were reported.